Event description:
It was reported that approximately 23 months post-implant of a bifurcated device, a suprarenal aortic extension, and three limb extensions the patient presented with abdominal and back pain. A computed tomography scan revealed a type iii endoleak of a bifurcated device. Reportedly, the physician identified a type iii endoleak between the suprarenal aortic extension and the bifurcated device during a follow-up computed tomography scan (approximately 13 months), which was originally treated with an infrarenal aortic extension and an additional suprarenal aortic extension. However, approximately 10 months later, a follow-up computed tomography scan identified a type iii endoleak of the bifurcated device. The patient was treated with an additional bifurcated device, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.